Event description:
Boston scientific received information that during the implant procedure this implantable cardioverter defibrillator (ICD) detected a painless high voltage impedance was >125 ohms. A 14j shock was delivered and the impedance was 67 ohms. Technical services (ts) commented there still may be an issue with the hv portion of the lead and a commanded 41j shock should be delivered to ensure lead integrity. The physician then delivered a 41j shock for a dft, which converted the patient and measured an impedance of 67 ohms. There was ongoing inquiry if all was now fine. Ts believed a lead could still be affected despite normal numbers. The day after implant this ICD detected a high shock impedance. The physician was made aware this issue. No adverse patient effects have been reported with this event.

Manufacturer narrative:
Ts discussed turning off the daily shock lead impedance measurement as to not get alerts for known issue. Further information notes that the daily checks were turned off. The physician is well aware of the situation and at this time no lead revision was planned. Communication was sent to the physician and field representative regarding the analysis of the attempted device which led to again the indication of a potential lead issue. Subsequent information revealed that this implanted device continued to detected >125 ohms on this chronic lead despite normal dft's. This device remains in-service but the chronic lead was ultimately surgically abandoned and successfully replaced. The device was explanted over two years later for a non-issue. Upon return, the device underwent detailed analysis. The memory log was reviewed which noted that the device recorded leadimptnomsmt for all the shock impedances measurements over that last year of implant. Interrogation of the device revealed that the daily shock impedances measurements was programmed to off. Microscopic visual inspection of the header found it to be completely intact. With loads attached to the shock channel of the device, shock lead impedances were tested and all the measurements were normal. A series of electrical tests were also performed, and again, normal device function was observed. In conclusion, the device was functioning normally through analysis and met specification.